Manufacturer narrative:
The serious event of vascular occlusion and the non-serious events of pain, swelling, erythema, discolouration, and haematoma at implant site were considered expected and possibly related to the treatment. Seriousness criteria include the need for medical intervention to prevent permanent damage. The likely root cause include the intravascular filler injection leading to vascular occlusion or compression and their manifestations. Potential contributory factors include injection technique or inadequate corrective treatments. The case meet the seriousness criteria for expedited reporting to the regulatory authorities. Routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. No corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 14-dec-2022 by a female patient of an unknown age concerning herself. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2022, the patient received treatment with sculptra to right side of the face using 22 cannula (unknown amount, lot number, injection technique). The hcp was making a deep dermis plane and during the procedure, she took a vessel which was 1.2 mm and the 22 cannula was 0.7mm (as reported by the physician). When the hcp aspirated, nothing came. When the physician injected, there was an obstruction of the vein (vascular occlusion) (as reported). Thereafter, the patient experienced pain (implant site pain), swelling (implant site swelling) and the vein became green, thick, and more visible. After application, the physician waited for a few minutes, and massaged the area. The physician applied 1500 units of hyaluronidase [hyaluronidase] and massaged again. The patient became a little better, but the skin became very red (implant site erythema). Thereafter, the physician applied another 10 ml of serum and gave her a more vigorous massage. On (B)(6) 2022, the patient's face turned purple (implant site discolouration) due to the blood being smeared. On 14-dec-2022, the patient informed that she no longer felt pain and the haematoma (implant site haematoma) had resolved. She had an ultrasound and applied lots of hot water compresses. The patient went to the physician's clinic and another physician working with ultrasound treated her with hyaluronidase under ultrasound-guidance. Outcome at the time of the report: obstruction of the vein was unknown. Pain was recovered/resolved. Swelling was unknown. Red was unknown. Purple was unknown. Haematoma was recovered/resolved.

Manufacturer narrative:
Company comment: the serious event of vascular occlusion and the non-serious events of pain, swelling, erythema, discolouration, and haematoma at implant site were considered expected and possibly related to the treatment. Seriousness criteria include the need for medical intervention to prevent permanent damage. The likely root cause include the intravascular filler injection leading to vascular occlusion or compression and their manifestations. Potential contributory factors include injection technique or inadequate corrective treatments. The case meet the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 14-dec-2022 by a 39-year-old female patient, concerning herself. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On 07-dec-2022, the patient received treatment with sculptra to right side of the face using 22 cannula (unknown amount, lot number, injection technique). The hcp was making a deep dermis plane and during the procedure, she took a vessel which was 1.2 mm and the 22 cannula was 0.7mm (as reported by the physician). When the hcp aspirated, nothing came. When the physician injected, there was an obstruction of the vein (vascular occlusion) (as reported). Thereafter, the patient experienced pain (implant site pain), swelling (implant site swelling) and the vein became green, thick, and more visible. After application, the physician waited for a few minutes, and massaged the area. The physician applied 1500 units of hyaluronidase [hyaluronidase] and massaged again. The patient became a little better, but the skin became very red (implant site erythema). Thereafter, the physician applied another 10 ml of serum and gave her a more vigorous massage. On (B)(6) 2022, the patient's face turned purple (implant site discolouration) due to the blood being smeared. On (B)(6) 2022, the patient informed that she no longer felt pain and the haematoma (implant site haematoma) had resolved. She had an ultrasound and applied lots of hot water compresses. The patient went to the physician's clinic and another physician working with ultrasound treated her with hyaluronidase under ultrasound-guidance. The patient classified the events as moderate. The patient informed that she was recovered from all the events and since then she had not received any more sculptra applications. Outcome at the time of the report: obstruction of the vein was recovered/resolved. Pain was recovered/resolved. Swelling was recovered/resolved. Red was recovered/resolved. Purple was recovered/resolved. Haematoma was recovered/resolved. Tracking list: v.0 initial. V.1 fu received on 02-jan-2023 from patient herself. Patient demographics, severity and outcome of the events were updated.

Manufacturer narrative:
Company comment: the serious event of vascular occlusion and the non-serious events of pain, swelling, erythema, discolouration, and haematoma at implant site were considered expected and possibly related to the treatment. Seriousness criteria include the need for medical intervention to prevent permanent damage. The likely root cause include the intravascular filler injection leading to vascular occlusion or compression and their manifestations. Potential contributory factors include injection technique or inadequate corrective treatments. The case meet the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 14-dec-2022 by a 39-year-old female patient, concerning herself. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2022, the patient received treatment with sculptra (lot 1j5241) to right side of the face using cannula 22 (unknown amount, injection technique). The hcp was making a deep dermis plane and during the procedure, she took a vessel which was 1.2 mm, and the 22 cannula was 0.7 mm (as reported by the physician). When the hcp aspirated, nothing came. When the physician injected, there was an obstruction of the vein (vascular occlusion) (as reported). Thereafter, the patient experienced pain (implant site pain), swelling (implant site swelling) and the vein became green, thick, and more visible. After application, the physician waited for a few minutes, and massaged the area. The physician applied 1500 units of hyaluronidase [hyaluronidase] and massaged again. The patient became a little better, but the skin became very red (implant site erythema). Thereafter, the physician applied another 10 ml of serum and gave her a more vigorous massage. On (B)(6) 2022, the patient's face turned purple (implant site discolouration) due to the blood being smeared. On (B)(6) 2022, the patient informed that she no longer felt pain and the haematoma (implant site haematoma) had resolved. She had an ultrasound and applied lots of hot water compresses. The patient went to the physician's clinic and another physician working with ultrasound treated her with hyaluronidase under ultrasound-guidance. She had also received treatment with saline [sodium chloride] solution. The patient classified the events as moderate. The patient informed that she was recovered from all the events and since then she had not received any more sculptra applications. Outcome at the time of the report: obstruction of the vein was recovered/resolved. Pain was recovered/resolved. Swelling was recovered/resolved. Red was recovered/resolved. Purple was recovered/resolved. Haematoma was recovered/resolved. Tracking list: v.0 initial v.1 fu received on 02-jan-2023 from patient herself. Patient demographics, severity and outcome of the events were updated. V.2 fu received on 03-feb-2023 from patient herself. Suspect device lot number and corrective treatment (saline) details were updated.